Event description:
It was reported that an aa4204vl silicone single piece lens was torn. Additional information has been requested from the facility, but to date none has been forthcoming. If additional information become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.